Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) determined to be due to myopotentials was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and forwarded to the clinician. The patient had no symptoms and experienced no adverse effects.